Event description:
It was initially reported on (B)(6) 2014 that outlook es infusion device had a malfunction. It was stated that the safety clamp would easily fall out of the pump mechanism. When this happens, there is potential that the safety clamp will not close off the tubing thus allowing potential for free flow of an infusion. Customer reports no patient injury was sustained as a result of this reported issue.

Manufacturer narrative:
The reported complaint was not confirmed as device could not be evaluated. Through correspondence with the reporting customer james gattens, it has bee learned that this device would not be available for evaluation by b braun. Customer states all necessary repairs have been performed by biomedical engineer at the user facility. B braun has requested the return of the faulty mechanism for mechanism has not been received for evaluation at this time. There is not sufficient information to determine the root cause for this reported complaint.